Manufacturer narrative:
(B)(4). The device was not available for evaluation. The air in the line was the result of a use error. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The guide provides step-by-step instructions for properly disconnecting during emergencies and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during drain two of six on a homechoice (hc) machine, it was reported by the registered nurse (rn) that the home patient (hp) had air in their line after disconnecting and reconnecting the transfer set without using sterile technique. The technical service representative (tsr) assisted the rn in ending therapy. The rn was to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.